Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded system software and calibration files, and reset the memory nodes. The system operates as intended.

Event description:
The customer reported, the system will not fluoro. No pt injury was reported.